Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2007) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of two perfix plug (device #1 & #2). Per op notes, "two perfix plug (device #1 & #2) were placed and sutured together." (B)(6) 2011 - patient was diagnosed with recurrent left inguinal hernia, right inguinal hernia thereby underwent open repair with the implant of two synthetic mesh. Per op notes, "in the right sided hernia, a synthetic mesh was placed and sutured. In the left side, adhesions were removed from previous meshes (device #1 & #2) and a synthetic mesh was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.